Event description:
Event description guidant received information that this pacemaker was storing v-tachy episodes from this patient. The device electrocardiograms revealed r-wave undersensing and vp(vs), which is indicative of loss of capture. Holter monitor results confirmed intermittent loss of ventricular capture. The device sensitivity is programmed to 3.5v @ .5ms with appropriate thresholds, sensing and lead impedance measurements. A chest x-ray revealed acceptable ventricular lead position with no visible defects to the lead.